Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the rate/sense negative coil and distal high voltage cable were wavy approximately 3 centimeters from the terminal pin. This was likely due to the lead being attempted to be implanted. The lead was able to be successfully placed into a boston scientific's is-4 header. All therapy was determined to be available. The clinical observation related to this lead was determined to be related to the design of this lead which is currently under further investigation.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The physician experienced difficulty when trying to connect the rv lead to another manufacturer's implantable cardioverter defibrillator (ICD). Subsequently, another lead was required and the procedure was prolonged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional details were made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.